Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional is available.